Manufacturer narrative:
One device was returned for analysis of plunger error complaint. Review of event log found check syringe plunger sensor. No recent service history was found. Visual and functional testing was performed. Plunger alarm occurred during startup. Plunger flippers cannot rotate properly due to insufficient lubrication at the o-rings and interference by the ear clip. Lubricated plunger flipper o-rings and removed excess material from the right side of the ear clip. Device passed all functional testing post repair. No other issues found.

Event description:
It was reported that the pump exhibited a plunger error. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.